Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was microscopically examined and no damage or irregularities identified. Inspection of the device revealed that the midshaft at the guidewire exit notch was twisted. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 20mm maverick²¿ balloon catheter was advanced to the lesion. The balloon was inflated for 2 seconds however it ruptured at 10 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 15x4.0mm maverick²¿ balloon catheter. No patient complication were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 20mm maverick²¿ balloon catheter was advanced to the lesion. The balloon was inflated for 2 seconds however it ruptured at 10 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 15x4.0mm maverick²¿ balloon catheter. No patient complication were reported and patient's status was good.